Event description:
Info rec'd indicated the bed's ground impedance (resistance) is out of specifications.

Manufacturer narrative:
The hill-rom technician found the ground prong on the power cord plug loose causing intermittent ground loss. The cord was damaged by improper removal from the wall receptacle or improper storage while in transport. He replaced the damaged power cord to resolve the issue.